Manufacturer narrative:
H3: 81 other ¿ at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the nebulizer with air entrainment is leaking a lot of water during patient use. There is still good aerosol output to the patient. The customer confirmed no harm was done to the patient.

Manufacturer narrative:
Result of investigation - the suspect device was not returned. Based on the investigation since no pictures or physical samples were provided, we can not confirm the reported defect. We require the physical sample and/or pictures as evidence to perform a better investigation and determine the cause of the reported defect. In addition, the device history record of the fg part number 002002 with lot number 0004236221 was reviewed and no issues were found during its manufacturing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.